Event description:
It was reported that a button broke on the device. No reports on how the device was being cleaned or maintained. There was no report of patient harm or injury. A remake of the device was provided. No other issues reported.

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. The root cause has not been identified. Once the returned device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).